Event description:
It was reported that the customer's insulin pump had an open circle on the screen. The customer was able to confirm that the alert was for a temporary basal. Explained the temporary basal to the customer. The customer was hospitalized on (B)(6) 2014 due to low blood glucose. The customer's blood glucose at the time of hospitalization was 19 mg/dl. The customer stated that she had switched working from the morning shift to the night shift. The customer stated that the perceived cause of the low blood glucose was taking too much insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.